Event description:
It was reported that restenosis occurred, requiring medication or adjusted regimen. On (B)(6) 2022, the subject underwent treatment with the eluvia drug-eluting stents as part of the clinical trial. The target lesion was in the left proximal superficial femoral artery (sfa), left mid superficial femoral artery and left distal superficial femoral artery with 4.86 mm proximal reference vessel diameter and 4.78 mm distal reference vessel diameter with 260 mm lesion length with 100% stenosis and was classified as tasc (trans-atlantic inter-society consensus) ii class c lesion. Prior to the treatment of target lesion with the study device, pre-dilation was performed using 3 mm x 120 mm sterling pta balloon and 5 mm x 120 mm non-boston scientific (bsc) pta balloon. Treatment of target lesion was performed by placement of two 6 mm x 120 mm and one 6 mm x 60 mm eluvia drug eluting stents, study device. Following treatment, post dilation was performed using 5 mm x 80 mm sterling pta balloon and, the final residual stenosis was noted to be 10%. Of note, per edc, during the treatment of target lesion, complication of dissection of grade b was noted due to 5 mm x 120 mm non-bsc balloon which was treated by placement of bailout stent and the complication was considered to be resolved. Two days later, the subject was discharged from the hospital on aspirin. On (B)(6) 2025, 1162 days post index procedure, subject was noted with restenosis of the left proximal superficial femoral artery. In response to the event, medication was given or regimen adjusted. The outcome of the event is ongoing. It was further reported that only this 6 mm x 120 mm eluvia des (study device) was noted to be stenosed.

Manufacturer narrative:
A2 - age at time of event: patient was 68 years old at the time of enrollment.

Manufacturer narrative:
A2 - age at time of event: patient was 68 years old at the time of enrollment. B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that restenosis occurred, requiring medication or adjusted regimen. On (B)(6) 2022, the subject underwent treatment with the eluvia drug-eluting stents as part of the clinical trial. The target lesion was in the left proximal superficial femoral artery (sfa), left mid superficial femoral artery and left distal superficial femoral artery with 4.86 mm proximal reference vessel diameter and 4.78 mm distal reference vessel diameter with 260 mm lesion length with 100% stenosis and was classified as tasc (trans-atlantic inter-society consensus) ii class c lesion. Prior to the treatment of target lesion with the study device, pre-dilation was performed using 3 mm x 120 mm sterling pta balloon and 5 mm x 120 mm non-boston scientific (bsc) pta balloon. Treatment of target lesion was performed by placement of two 6 mm x 120 mm and one 6 mm x 60 mm eluvia drug eluting stents, study device. Following treatment, post dilation was performed using 5 mm x 80 mm sterling pta balloon and, the final residual stenosis was noted to be 10%. Of note, per edc, during the treatment of target lesion, complication of dissection of grade b was noted due to 5 mm x 120 mm non-bsc balloon which was treated by placement of bailout stent and the complication was considered to be resolved. Two days later, the subject was discharged from the hospital on aspirin. On (B)(6) 2025, 1162 days post index procedure, subject was noted with restenosis of the left proximal superficial femoral artery. In response to the event, medication was given or regimen adjusted. The outcome of the event is ongoing. It was further reported that only this 6 mm x 120 mm eluvia des (study device) was noted to be stenosed.

Event description:
It was reported that restenosis occurred, requiring medication or adjusted regimen. On (B)(6) 2022, the subject underwent treatment with the eluvia drug-eluting stents as part of the clinical trial. The target lesion was in the left proximal superficial femoral artery (sfa), left mid superficial femoral artery and left distal superficial femoral artery with 4.86 mm proximal reference vessel diameter and 4.78 mm distal reference vessel diameter with 260 mm lesion length with 100% stenosis and was classified as tasc (trans-atlantic inter-society consensus) ii class c lesion. Prior to the treatment of target lesion with the study device, pre-dilation was performed using 3 mm x 120 mm sterling pta balloon and 5 mm x 120 mm non-boston scientific (bsc) pta balloon. Treatment of target lesion was performed by placement of two 6 mm x 120 mm and one 6 mm x 60 mm eluvia drug eluting stents, study device. Following treatment, post dilation was performed using 5 mm x 80 mm sterling pta balloon and, the final residual stenosis was noted to be 10%. Of note, per edc, during the treatment of target lesion, complication of dissection of grade b was noted due to 5 mm x 120 mm non-bsc balloon which was treated by placement of bailout stent and the complication was considered to be resolved. Two days later, the subject was discharged from the hospital on aspirin. On (B)(6) 2025, 1162 days post index procedure, subject was noted with restenosis of the left proximal superficial femoral artery. In response to the event, medication was given or regimen adjusted. The outcome of the event is ongoing.

Manufacturer narrative:
A2: age at time of event: patient was 68 years old at the time of enrollment.